Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1022875, mfg date 12/01/2010, exp date 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an emergency partial hepatectomy procedure on (B)(6) 2012, after experiencing a traumatic accident with a left hepatic injury, hepatic portal vein injury and peritonitis. At the conclusion of the procedure, a drain was placed at winslow&apos's foramen and was connected to a reservoir. Five days later, the patient's fluid rapidly increased. A reoperation was performed and the surgeon found there was damage to the small bowel which was near the initiation site of the flute of the drain. The patient was in poor nutritional condition and his organs were edematous. The surgeon opined that one cause may be the patient's condition, and another cause may be that the drain entangled the small bowel and suctioned it causing the injury. The patient also had damage on the transverse colon, which is an area that the drain did not touch. Therefore, the drain did not cause damage to all of the organs. Currently, the patient remains in the hospital and the surgeon is taking a wait-and-see approach.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - fluid increased, damaged bowel. (B)(4) - damaged bowel. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00909. The same patient is represented in each medwatch.